Event description:
It was reported the patient had syncope/near syncope and a check of the device seen pauses on telemetry. There were also occasions that showed loss of capture with anti-tachycardia pacing (atp). It was noted that impedances and thresholds here stable in both chambers and that when the pacing mode was changed to vvi pacing but it did not improve the non-captured beats. The atp feature was programmed off and the non-capture resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.